Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer discovered a questionable ethanol (alcohol) result for one patient sample when the result was questioned by a physician. The initial result was 39 mg/dl and was reported outside the lab. Upon repeat testing on another analyzer, the result was <10.1 mg/dl with a data flag. The repeat result was believed to be correct and the customer provided the physician with a corrected report. The patient was not adversely affected. The ethanol reagent lot number was 69106601 with an expiration date of 05/31/2014. The customer declined a service visit.

Manufacturer narrative:
Based on the provided data, a specific root cause could not be identified. Review of the provided calibration and control data showed they were fine before the event. Therefore, a reagent or instrument issue was not likely. It was noted the customer was not following the tube manufacture's recommendation for centrifugation time. This could have contributed to the event.